Event description:
A malfunction on the pump was reported by the caller, though no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.